Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the left ventricular lead exhibited loss of capture due to lead dislodgement. The lead was explanted and replaced. The patient didn't experience any adverse outcome prior, during and post procedure. Patient¿s current condition is unchanged, no complications.